Manufacturer narrative:
D6b explant date was added.

Manufacturer narrative:
B5: added information regarding patient outcome.

Event description:
The patient survived.

Manufacturer narrative:
Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of purge pressure high cannot be determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The registered nurse called to report purge pressure increasing and purge flow decreasing, despite being therapeutic with anticoagulation. The purge cassette was changed the day before. Tissue plasminogen activator protocol was to be started now that purge flow rate was down to 3.4 milliliters per hour.